Event description:
It was reported that the right atrial lead had low impedance, low sensing value, threshold increased to 3.5 volts at 1 millisecond and far field r-wave sensing which was causing mode switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Occurred.